Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a motor error alarm. The customer stated that ther blood glucose levels had been rising. The customer changed her insulin and the infusion set. The customer stated she has had to change her infusion sets more often since the motor error alarm. The customer's blood glucose was 179 mg/dl. The customer stated that the customer's insulin pump fell and had a crack a few weeks before the alarm. Troubleshooting was done. The customer was able to complete the rewind sequence. The customer also mentioned a button error alarm. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm during testing noted. No moisture found inside the insulin pump. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm during testing noted. Motor passed motor test. The insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.